Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and a delaminated upstream occlusion (uso) seal. The dso/uso seals were replaced to fix the issue.

Event description:
The device was returned due to a motor service due error. The results of the investigation found a detached downstream occlusion (dso) seal and a delaminated upstream occlusion (uso) seal. There was no patient involvement.